Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a shorter battery life than usual. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer confirmed that the device's alarm history contained bad battery, low reservoir, and low battery alarms and alerts. The customer was sent a replacement battery cap and will not return the insulin pump for analysis.